Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the doctor traditionally uses the emg as a logarithmic scale on the bis. Meaning that when the emg (without the interference of diathermia) is above 30%, it is an indication of a pain noxious stimuli. Thereby, he would treat the patient with analgesia rather than sedation. However, with the sedline emg, the doctor noticed when using it on a lap chol without the use of a spinal or a block, the sedline emg remained at 0% throughout the case. Whereas the bis was indicating that the patient had noxious stimuli, which the doctor felt fitted to the clinical situation. He has seen this situation during several other cases.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).